Event description:
It was reported that an aseptico endo dtc failed to beep and possibly caused a file to separate; the complainant did not have further detail avail.

Manufacturer narrative:
Because eval of the unit involved is not possible and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctined and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review. However, it was reported that the motor was incorrectly set for the file being used, something that could possibly have caused/contributed to this event.